Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported her daughter was having issues with her insulin pump. She stated the insulin pump had a compromised force sensor system alarm. The mother stated she had tried rewinding the insulin pump and replacing the reservoirs but the problem persists. Troubleshooting found the customer's drive support was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer's blood glucose was 200 mg/dl. No additional information provided.